Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that during an ECMO (extracorporeal membrane oxygenation) cannulation at the bedside in picu (pediatric intensive care) room, the custom pack became disconnected inside the sterile sheath. The ECMO circuit was not yet connected to a patient.  A new circuit was obtained and the patient was successfully placed on ECMO. There was a 7-to-10-minute delay, and the patient went on a clear primed circuit instead of a blood primed circuit.  Therefore, there was 2 units of prbc's (packed red blood cells) and 1 unit of ffp (fresh frozen plasma) wasted. There was no patient involvement, so no adverse effect occurred.